Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, and b7.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for approximately nine years underwent a valve-in-valve procedure due to deterioration and severe stenosis. The patient had symptoms of worsening sob and leg swelling. A 23mm 9600tfx valve was implanted successfully.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the event was likely due to patient related factors and the progression of the underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for approximately nine years underwent a valve-in-valve procedure due to severe stenosis. A 23mm 9600tfx valve was implanted successfully.